Event description:
Customer reportedly received results of 145 mg/dl, 235 mg/dl, 187 mg/dl and 325 mg/dl within 10 minutes on the aviva system. No adverse event reported. Requested return of suspect device but customer no longer has strips or container that was in use at the time of the incident. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips and strip vial were discarded by customer prior to customer contacting manufacturer. Device will not be returned.